Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient underwent a left total hip arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to unknown reasons. A competitor stem was implanted. The patient was further revised on (B)(6) 2014 due to a prosthetic stem fracture. During the procedure, the surgeon reamed to fit a 15 mm femoral stem. When the stem was inserted, it was found to be loose. The surgeon attempted to insert a 16 mm; however, it was found to be tight. The surgeon reamed further to fit the 16 mm stem. It was reported the operative report noted the 15mm stem may have been incorrectly labelled or manufactured.